Manufacturer narrative:
Only the pump was returned for analysis. During repdwi1476 testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Pump logs show a motor stall and motor stall recovery which occurred after pump was explanted. During destructive analysis the significant residue and shaft wear were noted on the lower shaft of gear 2. And also some residue was seen on the jewel where the lower shaft of gear 2 inserts into the bottom bridge assembly. Analysis found overinfusion - undetermined root cause, corrosion and-or wear and-or lubrication, and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 13.491mg/day at a concentration of 15mg/ml of hydromorphone and a dose of 8.994mg/day at a concentration of 10mg/ml of bupivacaine via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that an active motor stall was seen at initial interrogation and occurred on (B)(6) 2016. The patient had not had a recent magnetic resonance image (MRI). A pump alarm was also heard on (B)(6) 2016. No symptoms were reported. The cause of the motor stall has not been determined, and the stall has not been resolved. The pump was placed on minimal flow rate and replacement is scheduled. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2016-nov-03. Document contains no new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the alarm due to stall begun at 9:30am on a sunday but patient didn't hear it till 4:30p, the patient pump stalled 2.5 weeks prior to this event report date and was running as low as it goes until they could replace it on (B)(6). The patient had not had a recent magnetic resonance imaging (MRI) and no exposure to any electromagnetic interference (emi). The patient wanted to know why the pump stalled and it was recommended to send the pump back to the manufacturer for analysis. No symptoms were mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.